Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause until after the investigation has been completed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula had fully deployed and was bent prior to use. The pod was discarded and a new pod was placed.